Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 6305503. It was reported that the clip needle clipper not clipping. Verbatim: consumer left voicemail regarding safe clip needle clipper not clipping. Returned call to consumer, he said he was only able to clip about 10 needles.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-05-13 h.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.3. Reason code for no evaluation: other h.3. If other specify: see h.10 h.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for not clipping on lot # 6305503. Investigation summary: customer returned (1) bd safe clip from lot # 6305503. Customer states that the needle clipper is not clipping. The returned safe clip was examined and exhibited the cutting hole blocked with needles. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information in the attached file, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 6305503 it was reported that the clip needle clipper not clipping. Verbatim: consumer left voicemail regarding safe clip needle clipper not clipping. Returned call to consumer, he said he was only able to clip about 10 needles.

Manufacturer narrative:
H.6 investigation summary : no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. According with the DHR review information, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 6305503. It was reported that the clip needle clipper not clipping. Verbatim: consumer left voicemail regarding safe clip needle clipper not clipping. Returned call to consumer, he said he was only able to clip about 10 needles.